Event description:
The hospital reported that during the endoscopic vein harvesting procedure, they activated the hemopro device, but there was no current or energy being delivered. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the jaw boots and the tri-heater assembly were clean with no apparent clinical use. Resistance measurements were within spec. Upon disassembly of the device, it was found that the micro-switch's stainless steel actuation lever was missing and could not be found inside the handle assembly. Without the lever to actuate the switch function from a normally closed state to open state by toggle movement on handle, the device would not deliver current and/or energy to the hemopro device. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.